Event description:
Since my implants I've had chronic back pain worsening when menstruating. Heavy bleeding , migraines, joint pain, confusion, fatigue all of which I believe is the cause of my severe depression, fatigue and pain. Is there some way that I can have it removed , I no longer have faith in healthcare.